Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The april 2007 15-month stone cone coil complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported to boston scientific corporation that a therapeutic ureteric stone extraction occurred in 2007, using our stone cone retrieval. During the procedure the physician used a uretenoscope to position the device near the stone in the ureter, which became extremely difficult to move due to the membrane mucosa being oddly shaped. The physician attempted to re-position the device by maneuvering the scope with no success. The device became stuck inside the body. The patient started to experience pain and the physician decided to abort the procedure since the membrane mucosa was starting to flare and peel away. The physician attempted to retrieve the device but was unsuccessful. The patient was admitted to the hospital while the device remained in the anatomy. The patient required a jinro drainage catheter during this period. Further intervention was required in 2007, by utilizing a forcep to retrieve the device. The initial procedure was completed. A full recovery is expected.